Manufacturer narrative:
Batch review performed on 14 november 2018: lot 163607: (B)(4) items manufactured and released on 15-sep-2016. Expiration date: 2021-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components revised: liner: mpact 01.32.3241hct flat pe hc liner ø32/d, lot 177246: (B)(4) items manufactured and released on 01-mar-2018. Expiration date: 2023-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0, lot 180534: (B)(4) items manufactured and released on 12-jul-2018. Expiration date: 2023-06-26. No anomalies found related to the problem. To date (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 10 days after primary surgery, the surgeon revised the patient for an infection case. Cup, liner and ball head were swapped. The surgery was completed successfully.